Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The patient was not hospitalized for the event. The cause of the peritonitis was unknown. The patient was treated intraperitoneally with vancomycin (2 grams, for 7 days) and intraperitoneally with fortum (1 gram in a nightly exchange for 14 days) for the event. At the time of report, the patient was recovering from the event. Action taken with dianeal therapy was not reported. No additional information is available.